Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's right knee was revised approximately 4 months post-implantation due to hemarthrosis that developed into deep infection. All components were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-02323/ 02324). Device location unknown.

Event description:
Patient's right knee was revised approximately 4 months post-implantation due to a deep infection. All components were removed.